Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator . It was reported that the implantable neurostimulator (ins) was at elective replacement indicator (eri). The clinician programmer interrogated the ins and showed electrodes 0-3-5 were out of range. Pt stated they were getting excellent therapy . A surgical replacement/revision was planned. No further complications were reported.